Event description:
It was reported that during a sleeve gastrectomy procedure, the first two firings were smooth however during third firing, the knife started pushing the tissue forward so surgeon had to stop immediately. Surgeon switched to another stapler to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).damaged pcb, damaged motor the analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted throughout all internal components probably caused by cleaning agents. No testing could be performed due to the returned condition of the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.